Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Moisture was evident in the battery compartment. The pump powered up and functioned properly. A leak test showed a leak in the battery compartment. Pump casing was opened and no additional evidence of moisture intrusion was found inside the pump. The reported moisture ingress issue was verified in the investigation.

Event description:
On (B)(4) 2014, the reporter contacted animas, alleging that moisture was observed in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.